Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device, a rotawire, and a y-adapter. There were kinks in the rotawire. The advancer and burr units were received detached. The advancer knob was received tightened in a backward position. The burr, sheath, and handshake connections were microscopically and visually examined. The coil/handshake connection were detached from the catheter body housing of the burr unit and connected to the handshake connection of the advancer. The burr was detached and received on the rotawire. The burr had portion of the coil inside of it. The annulus of the burr was not round and damaged. The coil appeared to have damage at the end of the separated burr. There were numerous kinks throughout the sheath. An attempt to remove the burr from the rotawire was unsuccessful due to the kinks in the wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was used. During treatment attempts, it was noted that the burr portion was separated. A snare was used to remove the detached burr. Another 1.50mm rotalink plus was then attempted to be used but it failed to cross the target lesion. The procedure was not completed due to this event. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was used. During treatment attempts, it was noted that the burr portion was separated. A snare was used to remove the detached burr. Another 1.50mm rotalink plus was then attempted to be used but it failed to cross the target lesion. The procedure was not completed due to this event. No further patient complications were reported and the patient's condition was stable.